Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent breast augmentation revision with two 325cc mentor memorygel breast implants, suffered bilateral breast tenderness, post-procedure. In addition, the patient was initially diagnosed with left breast implant rupture and underwent bilateral breast implant removal on (B)(6) 2020. During this explantation surgery, it was discovered that the implant was actually intact, but it was noted that the patient had left breast capsular contracture; baker grade unknown and thrombus in the left breast capsule. After the removal, the patient underwent bilateral replacement with the following devices: (left) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 7725163 sn: (B)(4) and (right) 225cc mentor smooth round moderate profile saline catalog: 3501630 lot: 9355306 sn: (B)(4). This medwatch form is for the right breast prosthesis. The left breast complication was reported under mrn: 1645337-2020-00331.

Manufacturer narrative:
On august 14, 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain post-operatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).